Event description:
Covidien received info stating that during pt use, the ventilator measured a leak and it autotriggered. There was a constant system pressure drop. The pt was transferred to another ventilator. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the pump. It was found that one of the valves on the pump was damaged. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).